Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. There were traces of moisture at the lcd board during the visual inspection. The device was received with cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the lcd window and partially broken reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed and customer advised the buttons are unresponsive. Customer advised the insulin pump was exposed to moisture when they were sweating. Customer advised the fluid is under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.